Event description:
When package of monomer was opened, tyvek sheet didn't come off smoothly and product got contamination. Dr. Used other product.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding a partially delaminated ampoule (B)(4) lid involving a surgical simplex cement pack was reported. The event was confirmed. Device evaluation and results: some interwoven layers of the (B)(4) lid have separated from the lid and are still attached to the blister seal flange upon opening of the (B)(4) lid. For the remainder, there is evidence of a good seal between the (B)(4) lid and the blister. Device history review: the twin pack device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the partial separation of interwoven fibres from the (B)(4) lid was caused by a strong adhesive seal having formed between the (B)(4) and the blister seal flange. This partial separation did not constitute tearing in that the (B)(4) lid remained intact as a single sheet and that as such the sterile barrier and ampoule have remained intact. From the stryker performance testing, age testing and in-process testing there is no evidence to suggest that there is an inherent issue with the materials or the design.

Event description:
When package of monomer was opened, (B)(4) sheet didn't come off smoothly and product got contamination. Dr. Used other product.